Event description:
Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process. Device history log was reviewed. Several technical error 51 were found which confirms the reported event. Error 51 on the agilia connect range is a known issue for which CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components. Flexible ic flex binder assembly (which includes the speaker and binder socket) power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 51: speaker error. ( power supply board, loudspeaker) reporting as a conservative measure. No adverse event effects were reported. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process. Device history log was reviewed. Several technical error 51 were found which confirms the reported event. Error 51 on the agilia connect range is a known issue for which CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal